Event description:
In late 2008, the lay user's/ patient's son contacted lifescan (lfs) alleging an "inaccuracy issue" with the onetouch ultra meter. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated that the reported issue began the month before (time not specified). During that time, the patient reportedly obtained readings of "220 mg/dl and 240 mg/dl" on the subject meter which when compared to her friend's meter reading of "90 mg/dl" was "inaccurately high." As a result of the reported issue, the patient continued using the oral diabetic medications (glipizide). On a week later (time not known), the patient reportedly experienced symptoms of "dizziness, sweatiness and felt low." Right after the reported symptoms, she reportedly obtained a reading of "180 mg/dl" on the subject meter. According to the reporter, the patient did not trust the meter reading and reportedly went to the doctor's clinic. The patient reportedly tested "80 mg/dl" on the doctor's/clinic's meter within 10 minutes after obtaining a reading of "180 mg/dl" on the subject meter. The patient reportedly was treated with oral glucose. Based on the statistical methodology, the calculated difference of these glucose results (180 mg/dl and 80 mg/dl) exceeded the expected value of < = 30% and /or < = 30 mg/dl. The customer did not have the subject meter at the time of call to troubleshoot, since she reportedly threw the meter away due to the alleged inaccuracy. Replacement products were sent to the patient. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms and received treatment that could be suggestive of a hypoglycemia, after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.